Event description:
Additional information was received from the patient. They reported that the issue about device not working/broken was referring to symptom control. They are trying another program. On october 14, they called their surgeons office, a nurse called the back and told them they would email rep. Nurse thought the device was connected, and needed to try a different program. On october 18, a rep call them and guided them to a different program. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Code a0104 was removed. No further information regarding the lead will be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va303rp serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated the therapy had not worked at all since implant. Patient said they increased the stimulation last week and now they could always feel the stimulation but there was no change in their symptoms at all. Patient asked if it was possible that they tripped a wire or the lead could have moved. Reviewed therapy information and general programming guidance. Patient said their post-op appointment will be in december as their healthcare provider(hcp) had an emergency and had to postpone all their appointments. Patient wants to make adjustments before the appointment and will call the hcp's office to ask guidance on this. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the trial worked well for them but the permanent implant is not working at this level and they thought they had broke it. Patient stated they are not sure if they have been feeling anything or not. Reviewed therapy information and general programming guidance. Redirect to doctor if issue persists. Patient mentioned unrelated medical history. This included patient mentioned they have a hearing aid. Agent reviewed compatibility with hearing aids. Patient hasn't had their post-op appointment yet.